Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned for analysis. Other: it was reported that the rv (right ventricular) lead was explanted and replaced due to inappropriate shocks, high impedance, and noise. Additional information received in a lawsuit alleged the patient's lead fractured and inappropriately shocked him 15 times. Further information received in a lawsuit alleged that the patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention," and that the patient "sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high, interference, lead(s), fracture of shock, inappropriate.

Event description:
It was reported that the rv (right ventricular) lead was explanted and replaced due to inappropriate shocks, high impedance, and noise. Additional information received in a lawsuit alleged the patient's lead fractured and inappropriately shocked him 15 times. Further information received in a lawsuit alleged that the patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention," and that the patient "sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages". No further patient complications have been reported as a result of this event.